Manufacturer narrative:
The ventilator was investigated on site and the expiratory pressure transducer printed circuit (pc) board was replaced and returned for investigation. The expiratory pressure transducer pc board measures the expiratory pressure. The reported failure of the pressure transducer test during pre-use check was not reproduced during test of the returned expiratory pressure transducer pcb in a ventilator. No alarms were generated during ventilation. The device logs are confirming the reported event and indicate that the problem could relate to a sticky membrane in the gas modules nozzle unit. A preventive maintenance (pm) has been preformed. The nozzle unit has not arrived for investigation. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. In this case the nozzle unit failed prematurely. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Follow-up is being submitted to correct section date received by manufacturer, as it was initially reported with the incorrect year. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).